Manufacturer narrative:
Two handpieces were received for evaluation. Handpiece #1 was manufactured on july 2, 2014 and handpiece #2 was manufactured on november 25, 2014. Based on assessment, the products met specifications at the time of release. A visual assessment of the returned samples showed no visual non-conformities. Both handpieces were connected to a calibrated system. The handpieces tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpieces were connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpieces met specifications. The handpieces met specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A physician reported that a patient experienced an "upper hemi" corneal burn during the sculpting phase of a cataract extraction procedure. The handpiece passed the prime/tune testing. In the initial check the irrigation of the handpiece did not work, the cassette was exchanged and the tip was verified to be correctly in place. These actions resolved the irrigation issue. During phacoemulsification milky whitish material was observed and an "upper hemi-corneal burn" occurred. The surgery could be completed despite the poor visualization through the cornea. Several sutures were placed at the principal incision to close the wound. These sutures did not resolve the wound leak. The patient has developed post operative astigmatism and corneal opacity which required surgical intervention. Additional information has been requested and received.